Event description:
On 10/09/2025, doctor (B)(6) reported to cas that they experienced full ak thickness during procedure ID # (B)(6).

Manufacturer narrative:
Review of procedure ID 190 was done and shows no signs of corneal perforation while performing the single arcuate incision. There is no breakthrough of the posterior cornea. Corneal perforation may have occurred post laser surgery and therefore, doctor placed a suture. System functioned as designed. Recommend reviewing proper opening techniques with surgeon. Patient is doing well during po visit. No further clinical follow up is required.